Event description:
The patient developed a knot behind his right ear. It looked like a wire had come loose and was bunched up under the skin. The area had been bleeding and was scabbed up at the time of the report. A brain scan had been done and the patient was urged to consult with a neurosurgeon as soon as possible. There was no known incident or accident related to the complaint. Additional information has been requested. A follow-up report will be submitted if additional becomes available.

Manufacturer narrative:
(B) (4).